Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00801803601/ femoral head/ lot # 64571093. Item # unknown/ unknown cup/lot # unknown. Item # unknown/ unknown liner/lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03383.

Event description:
It was reported that the patient underwent hip revision surgery 9 months post implantation due to aseptic loosening. Surgeon changed the stem to corail. Acetabulum cup with poly liner remained untouched. Attempts have been made and additional information on the reported event is unavailable at this time.